Event description:
Inflated balloon to five atm's, could not see balloon inflation. Deflated and re-prepped balloon. Inflated again to 5 atm's and balloon still did not inflate. Deflated to remove from body for fear of defective balloon.